Manufacturer narrative:
Subsequent information indicated that the patient was brought into the clinic for follow up. The device was tested and all resulting lead measurements were within normal limits. The physician elected to continue to monitor the lead. No adverse patient effects were reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement. As of today, no trouble shooting has been performed. The health care provider (hcp) is to follow up with any trouble shooting that may be performed. There were no adverse patient effects reported. The system remains in service.